Manufacturer narrative:
The motor controller pcba, cpu pcba, and speaker assembly were replaced. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
(B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reports that the primary speaker is failing. The customer contacted product support and reported verified codes of power on self test motor speaker failed code. The customer has ohmed out the speaker with no issues detected. Product support advised the customer to replace the speaker and if the issue continues to replace the cpu board. They discussed reloading software, rewriting the sn, and power on hours and discussed reloading of option codes. The customer also requested part ID for the motor controller (mc) board. The customer reported that the unit was not in use on a patient.